Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft leak was able to be confirmed. The reported difficulty to deploy was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to deploy or shaft leak from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. The 2.75 x 18 mm xience xpedition stent delivery system (sds) was advanced without issue and inflated. During the first inflation, the balloon lost pressure at 7 atmospheres (atm). The stent was able to implanted; however, an additional balloon catheter was used to fully deploy the stent. The sds was removed without issue. The procedure was completed after post-dilatation was performed to fully deploy the stent. It was confirmed that there was no damage to the balloon outside of the anatomy and a physician felt like the pressure was lost from the guide wire port. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.